Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver stated the continuous glucose monitor was reading high and the user was not able to confirm with a blood glucose meter or immediately change supplies; the caregiver planned to take the user home to check blood glucose and replace supplies, after which follow-up indicated the issue was addressed through troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included follow-up calls and user education regarding verification of blood glucose and supply changes. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.